Event description:
Fast flow occurred in which "infusion complete 24 hours earlier that 48." Device contained 3000mg 5fu and normal saline for a total fill volume of 96ml. Reporter states no patient injury resulted and no medical intervention was required.